Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is having issues with suction. Patient wakes up wet with brief full. Patient said some days the cannister is half full and other times it is empty. Lms rep performed troubleshooting with and without wicks and pw failed. Rep advised on placement. Patient did not purchase through lms. No medical intervention or patient impact reported. No additional information provided.